Event description:
As reported by a Field Clinical Specialist, approximately 3 years and 3 months post TAVR with a 23mm Sapien 3 Ultra valve the patient presented to the hospital with cardiac arrest. After heart Catheterization, echo, and other diagnostic procedures the patient was found to have re-stenosis (AVA 0.5-1.0cm2) of under expanded THV (Sapien 3 Ultra) with gradient >50. The patient was transferred to Royal Oak Hospital for Urgent TAVR with alternate Right Carotid Access. BAV with 22 Tru balloon was performed prior to placing new 23mm Sapien 3 Ultra Resilia Valve. A new THV was deployed without complication and a final mean gradient by echo of 5mmHG. The patient is in stable condition.

Manufacturer narrative:
UDI: (b)(4).The investigation is ongoing.